Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), lot: 7076505. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), lot: 7076587.

Event description:
It was reported that the patient had an infection. Upon evaluation, the physician assessed that the infection was located at the ipg site and the patients ipg and extensions were explanted. The patients burr hole covers and leads remain implanted for a future re-implantation. The ipg and extensions will not be returned as they were retained by the facility. A culture was performed and the patient was treated with antibiotics, results are unknown. The patient is doing well post operatively.